Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified "hydration fluid." After an unspecified length of time in use, the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.